Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported 2.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications.